Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2026. Product type catheter product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2026. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 05-nov-2022, UDI#: (B)(4) ; product ID: 8780, serial/lot #: (B)(6), ubd: 04-nov-2022, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal gablofen 2000 mcg/ml at a dose of 150 mcg/ml via an implantable pump. It was reported that the patient reported for a catheter revision today due to loss of efficacy. The catheter was determined to not be patent and was replaced. Since the pump only had 17 months left until elective replacement indicator (eri), the decision to proactively replace the pump was made by the physician. A new catheter and pump was aspirated successfully. The issue was resolved at the time of the report.